Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump history was incorrectly showing default blood glucose values of 80mg/dl. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. An ezbg bolus with a blood glucose (bg) reading of 150 mg/dl was performed on the pump. The pump data was then downloaded, and the download correctly showed the 150 mg/dl bg value. A normal 10 unit bolus and a 10 unit audio bolus were performed and accurately recorded in the history. The pump was exercised for 24 hours with no call service alarms observed. No defects were found. The complaint was not duplicated.